Event description:
It was reported that the atrial lead exhibited noise, high threshold, low lead impedance and insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Final analysis found that the insulation was abraded at 13.3 cm to 13.8 cm from the connector pin. This likely contributed to the reported electrical anomalies. The abrasions were consistent with constant friction with another implantable device.